Event description:
It was reported, that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise oversensing, which led to pacing inhibition. The patient was brought into the clinic. And the rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection, found a full breached and separated outer insulation degradation at 4.5cm from the connector pin. An external insulation abrasion exposing the outer coil, caused by friction to device can was noted at 41.7 cm to 43.3 cm from the distal tip. The cause of sensing noise was, due to the exposure of the outer coil at the degradation and abrasion locations.